Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, it was noticed that the ventricular electrogram was flat. It was also flat during the ventricular threshold test performed in unipolar. A stable ventricular lead impedance was observed at 360 ohms. By applying the electrodes of an external electrocardiogram, it was possible to visualize the ventricular threshold at 0.75v / 0.35ms. It was possible to visualize on the programmer, a ventricular pacing by modifying the ventricular detection from unipolar to bipolar. However, ventricular sensing was intermittent at 1.3mv. The percentage of ventricular pacing is 100% while the patient is not device dependent. It was reported that a difficult implantation of the ventricular lead occurred on (B)(6) 2017. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue is suspected. However, a pacemaker issue could not be excluded with certainly. The device has been explanted on (B)(6) 2018.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018 it was noticed that the ventricular electrogram was flat. It was also flat during the ventricular threshold test performed in unipolar. A stable ventricular lead impedance was observed at 360 ohms. By applying the electrodes of an external electrocardiogram, it was possible to visualize the ventricular threshold at 0.75v / 0.35ms. It was possible to visualize on the programmer a ventricular pacing by modifying the ventricular detection from unipolar to bipolar. However, ventricular sensing was intermittent at 1.3mv. The percentage of ventricular pacing is 100% while the patient is not device dependent. It was reported that a difficult implantation of the ventricular lead occurred on (B)(6) 2017. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue is suspected. However, a pacemaker issue could not be excluded with certainly. The device has been explanted on (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis on the returned unit did not reveal irregularity on the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 13 feb 2018 it was noticed that the ventricular electrogram was flat. It was also flat during the ventricular threshold test performed in unipolar. A stable ventricular lead impedance was observed at 360 ohms. By applying the electrodes of an external electrocardiogram, it was possible to visualize the ventricular threshold at 0.75v/0.35ms. It was possible to visualize on the programmer a ventricular pacing by modifying the ventricular detection from unipolar to bipolar. However, ventricular sensing was intermittent at 1.3mv. The percentage of ventricular pacing is 100% while the patient is not device dependent. It was reported that a difficult implantation of the ventricular lead occurred on (B)(6) 2017. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue is suspected. However, a pacemaker issue could not be excluded with certainly. The device has been explanted on (B)(6) 2018.